Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3550-39, lot# n342967, implanted: (B)(6) 2012, product type: accessory. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported that the patient met with the manufacturing representative on (B)(6) 2014 and he was programmed for parathesia in the low back and bilateral legs. The patient had an improved quality of life at the time of the report with the ability to stand and walk longer and many times without his cane. The patient was very happy with the reprogramming.

Event description:
It was reported that there was a sudden loss of stimulation/therapeutic effect. Reprogramming was performed. A possible lead migration was suspected. The patient had been receiving great therapy until about 2 months prior to this report when he had a bad fall. Impedance values were perfect, being between 600-900 ohms. Less than 50% therapy relief was reported and leg pain was not being covered. The leg pain was radiating down both of the patient¿s legs. Pain in the right leg was adequately resolved with stimulation. Pain in the left leg could not be resolved without creating uncomfortable sensations in the ribs and chest. The patient went to the emergency department the day following the fall with left-sided chest pain and was concerned he was having a heart attack. It was reported that his heart had become detached from his sternum. The patient¿s radicular symptoms worsened at that point and his stimulation pattern abruptly changed. Therapy was effective in 50% of the painful area identified at the time of implant, but twice the coverage was being had before the abrupt change in stimulation. A thoracic x-ray was performed. The x-ray showed lead migration. The patient was scheduled for a lead revision during the (B)(6). Follow-up was conducted to determine the patient¿s outcome after the revision. A follow-up report will be initiated if additional information is received.